Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 400 mg/dl, and trace ketones considered dangerous and life threatening. Reportedly, the cause was unknown, however the customer was also sick with pneumonia. The customer was subsequently hospitalized where manual insulin injections were administered to address the elevated bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. No additional information regarding the reported issue is available.